Manufacturer narrative:
Model number and/or catalog number were not provided by the customer. Lot number provided by the customer is invalid per the manufacturing plant. Attempts have been made to contact the customer for this information. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports the 5fr single lumen umbilical catheter was leaking.

Manufacturer narrative:
The lot number provided was invalid. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Manufacturing also performs 100% leak testing which would identify this issue in the catheter assembly process. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes.